Manufacturer narrative:
Sensor 3mh00212ct8 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported readings of 73 mg/dl at 2:46 and 77 mg/dl at 2:54 on the sensor scan compared to a readings of 250 mg/dl and 260 mg/dl respectively obtained on the competitor meter. Customer reported experiencing hyperglycemia symptoms described as "dizziness, ketones and loss of consciousness" and received unspecified treatment by healthcare provider. Customer additionally reported sensor readings of 201 mg/dl at 3:11 and 212 mg/dl at 6:24 compared to 390 mg/dl and 598 mg/dl respectively obtained on the competitor meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported readings of 73 mg/dl at 2:46 and 77 mg/dl at 2:54 on the sensor scan compared to a readings of 250 mg/dl and 260 mg/dl respectively obtained on the competitor meter. Customer reported experiencing hyperglycemia symptoms described as "dizziness, ketones and loss of consciousness" and received unspecified treatment by healthcare provider. Customer additionally reported sensor readings of 201 mg/dl at 3:11 and 212 mg/dl at 6:24 compared to 390 mg/dl and 598 mg/dl respectively obtained on the competitor meter. There was no report of death or permanent impairment associated with this event.